Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd phaseal¿ optima injector 5 drops of chemo dripped from the tube and on the floor. There was no patient impact. The following information was provided by the initial reporter: at 1100 am the chemo drug (ifex) was backed primed in the medication room. Rn #1 noted there was still air in the tube and was trying to remove air from the tube using alaris pump. After all the air was removed. Then rn #1 attached the phaseal injector to the phaseal connector and noticed approximately 5 drops of chemo dripping from the tube on the floor and rn #1 's gloves. Immediately rn #2 informed the patient about the incident. Pt was lying on the bed about 12 inches from the spill area. Per rn #1 there was not any chemo splash on the patient. Rn # 1 immediately cleaned the floor following the mdacc guidelines using the chemo spill packet to deactivate, decontaminate and disinfect the area. Rn # 2 called the pharmacy and spoke with the pharmacist and informed her that there was a chemo leak incident and there was approximately 5 drops of chemo leaking from the tube. Per - the pharmacist, the leak was less than 5% therefore, it was ok to still use the chemo bag. The rn # 2 called the 35000 to decontaminate the room. All the used materials were disposed to the biohazard container according to the policy. Rn #2 informed patient about what has happened and the course of action and patient verbalized understanding. At 1315 housekeeping staffs came to clean the room. Location r2.2116